Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries failed pm procedure before expiration dates. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device and replaced battery sealed lead acid 12v and assy safety disk. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part, qty: 2, with a reported unit failure of the backup batteries failed the pm procedure before expiration date. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Confirmed the batteries failed the runtime test. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a